Event description:
Per the clinic, the patient underwent a procedure on (B)(6) 2012 for debridement of the mastoid; during the same procedure a new abutment was placed. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.